Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant captivia stent graft system was implanted in a patient for the endovascular treatment of a type b thoracic aortic dissection. It was reported that, during the index procedure, a type iii fabric endoleak was observed at the mid area of the valiant stent graft and false lumen perfusion into the dissection was observed. The physician elected to implant an additional valiant stent graft and the event was resolved. Per the physician, the cause of the event was related to the device. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Corrected information: sex. Information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Film evaluation summary: the exact source and cause of the endoleak seen during implant could not be determined. Lack of pre-implant CT¿s did not allow for a thorough assessment of the pre-implant anatomy. Angio injection after the device was implanted confirmed contrast blush filling the taa, primarily coming from along the outer curvature near the mid-level marker bands. The device was then seen relined across the endoleak location, and the previously seen contrast blush appeared to have mostly resolved. Although this may have been a type iii fabric endoleak, this appears most likely to have been an acute type IV blush endoleak caused by fabric porosity. Other factors such as heparin dose, outflow resistance and volume of the aneurysm sac may have also contributed to this type IV endoleak. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.